Event description:
Beckman coutler synchron system direct ldl cholesterol reagent (ref # 969706). Test kits produced in 2006 are giving falsely elevated direct ldl results. Values are falsely increased by 15-35%. Lot # m604001, m603001, m602001, m601001. Elevated results may cause physicians to put patient on prescription they do not need or inappropriate dosage.